Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non dependent patient presented in hospital for unrelated symptoms. During interrogation the pulse generator showed -elective replacement indicator - the went into backup vvi mode. The status report showed dashes and asterisks for all the values. The device was explanted and replaced successfully. No patient symptoms were reported.